Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9735736, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the navigation system was not operating as designed in the procedure. It was reported that the site had difficulties verifying a tracer probe in the ear, nose & throat (ent) application software. Once verified, nothing appeared to be occurring as there was no visible trace pattern while registering the patient. It was reported that the navigation system displayed a prompt stating the probe was not verified and re-verification was needed. However, re-verifying did not restore functionality. It was reported that restarting the navigation system restored functionality as the metal interference value for the non-invasive patient tracker (nipt) was decreased from 3.6 to 0.7. There was a reported delay to the procedure of five minutes due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
A software analysis was completed to determine the cause of the event. Software analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.